Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a review of the event history log, however no failed component could be identified as a cause for failure. The device was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found within specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a review of the event history log, however no failed component could be identified as a cause for failure. The device was found to function as designed.